Event description:
Event was reported to caldera medical by an atty. The patient has suffered bladder infections, corrective surgery, pelvic and lower back pain, and trouble urinating. No further info has been provided.